Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient recently traveled by airplane and they asked about compatibility with airport security scanners. Patient services reviewed this information. The patient stated they did not turn their implant off when they went through security and the patient stated that since then, they were having trouble with control of their bladder. The patient stated the had an immediate return of symptoms since then and that they didn't have much control at all. The patient said when they went to airport security to fly home, they showed their ID card again and this time they received a manual pat down but they were concerned if they had done something to the implant by going through security with the implant on the first time. On the call, the patient connected to their implant and they were on program 5 at 1.5 with the therapy on. The patient then increased to 1.6 where they felt the stimulation comfortably.  Patient services advised the patient to monitor their symptoms since making a change and that they should follow up with their managing health care provider (hcp) to check their device if they didn't notice an improvement in symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that it is unknown if the symptoms resolved after the setting adjustment.